Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found broken top case and plunger left case. The clutches, worm coupling and lead screw were worn. Functional testing was performed, and the reported problem was duplicated. At the start of infusion, the device received motor rate error. The motor sensor failed on the printer circuit board. The main printer circuit board was replaced. Top housing and plunger left case screw hole are found broken.